Event description:
It was reported that a device alarmed for a system error 105. There was no report of pt injury.

Manufacturer narrative:
(B)(4). The involved device was never received by baxter. A supplemental will be sent should the device be returned to baxter for eval.